Event description:
Boston scientific received information that this right atrial (ra) lead and a competitor device exhibited oversensing of noise with pacing inhibition and loss of capture (loc) that resulted to greater than 2 seconds of asystole. Additional information was received indicating that a potential insulation issue that increased over time caused the oversensed noise; however, this was not confirmed. Subsequently, this lead was surgically abandoned and the device was explanted. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.